Event description:
It was reported that the patient experienced infection with the inflatable penile prosthesis (ipp). The entire ipp system was removed in 2017 and a new ipp was reimplanted in (B)(6) 2019. Further information was requested and not yet received. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed